Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been two other events for the reported lot. If additional information is received, a supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Patient reported, left hip revision due to pain. Patient could not walk. Unknown abgii #3 stem, abg ii neck, shell, liner, head and screw were explanted. Update: patient reported, left hip revision due to femur fracture.